Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: one study was received for evaluation. The study is 42:01 hours long. The bravo capsule signal was incomplete and most of the study is missing. Replication of the reported condition may occur if the recorder malfunctions due to a failure in its ability to pick up the bravo capsule signal, if the capsule fails in its ability to function properly, or if the recorder is placed more than two meters from the patient's body. Because only the study was received for evaluation, conclusions of the investigation cannot unequivocally be determined. As no lot number/serial number were provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the recording shows only a few minutes of trace out of 48 hours of recording. The remaining time has no data available. A repeat procedure was necessary. No other known adverse events were reported. No other known adverse events were reported.